Event description:
The customer observed a single non-reproducible, falsely elevated vitros tropi es result from a patient sample processed on a vitros eciq immunodiagnostic system. A vitros tropi es result of 0.135 ng/ml vs. Expected result of 0.014 ng/ml was predicted from the sample. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was initially reported out of the laboratory and led the physician to conclude the patient had suffered an ami. Further clinical testing caused the physician to change the diagnosis to stroke, and it was alleged that the delay in treatment of the stroke was due to the higher than reported expected, non-reproducible vitros tropi es result. The patient¿s clinical condition was not provided by the customer upon request. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, falsely elevated vitros trop I es result was obtained from a patient sample processed on the vitros eciq system. The investigation could not determine a definitive root cause. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined.